Event description:
Gtube noted to be out during cares. Old gtube assessed and was found to be all intact except for a hole on the balloon. Slight tear noted to the top of the balloon. FDA safety report ID# (B)(4).